Event description:
It was reported that the lead broke during surgery when pulling the lead with the boot for permanent implant. The lead was changed and the issue was resolved. There was no patient impact.

Manufacturer narrative:
Concomitant medical products: product ID: 3389-40, lot# (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 3389-40, serial/lot #: (B)(4), ubd: 01-nov-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.